Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately in (B)(6) 2018. Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-70. Serial number: (B)(6). Batch/lot number: 15118859. Model/catalog description: artisan lead 70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient developed an infection at the incision site as it was not healing. Symptom of not feeling well was noted. It was mentioned that the infection was not device related, however, it was unknown if it was procedure related. The patient was administered antibiotics and was taken to the emergency room (ER), then to the operating room (or). The patient subsequently underwent a spinal cord stimulator (scs) system explant procedure. The patient was doing well post explant, and the explanted devices were discarded and were not returned. No further information could be obtained.